Event description:
During an atrial fibrillation procedure, the diagnostic catheter became stuck on itself. Due to such, it was not possible to get the diagnostic catheter back into the sheath. The catheter was removed by pulling out the sheath with the catheter still sticking out the distal portion of the sheath. Following the removal of the catheter, the catheter was found to be kinked. The catheter was replaced and the procedure was continued. There were no adverse consequences to the patient.

Manufacturer narrative:
One duodecapolar, double loop, inquiry afocusii diagnostic catheter was received for evaluation. The straightener returned with the catheter was able to be passed over the loop in both directions with no anomalies noted. The reported entanglement and removal difficulty could not be confirmed, however the reported kink in the catheter shaft was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the kink remains unknown.